Manufacturer narrative:
Serial number continued: (B)(4). The investigations found for 2 of the events: the investigation could not identify a product problem. The cause of the event could not be determined. The investigations found for 2 of the events: the investigation found the issue was resolved by the service actions. The follow up actions for 1 of the events was that the service engineer worked on the sampling unit, checked the sample probe alignments, cleaned the sample probe rinse station, and found some sort of fibers on the wash station. The follow up actions for 1 of the events was that the customer replaced the lamp and the rinse unit probe clip holder. The follow up actions for 1 of the events was that probe alignments, rinse mechanism dispense, and the gear pump pressure were checked and these were ok. The complained sample was repeated and values compared to the repeat values. The issue could not be reproduced. The customer ran controls and all results were within specifications. There were no follow up actions for 1 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable low results were generated by the cobas 8000 c 502 module. The events involved a total of 32 patients with the following: 1 questionable result for ca2 calcium gen.2, 30 questionable results for crej2 creatinine jaffé gen.2, 1 questionable result for trigl triglycerides, 1 questionable result for ck creatine kinase, one patient's age was (B)(6) years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.